Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery on the pump was not operating properly after it was plugged in. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. Tandem technical support reviewed the pump t:connect data and confirmed that the pump's battery was not operating as expected. The customer was to temporarily continue to use the pump to manage diabetes.